Manufacturer narrative:
Follow-up received on 12-feb-2016 it was reported that patient is now getting a lawyer involved. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and approximately one year later; she handed her doctor a piece of metal - a metal part which was expelled from her vagina. It was reported that patient is now getting a lawyer involved. The reported events, regarded as device breakage followed by device expulsion, were considered non-serious. Device breakage is listed according to technical analysis and device expulsion is listed in the essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the patient stated she expelled metals from her vagina two times; she believed these metals were essure parts. Her physician performed an ultrasound and he could see the essure coils; a hysterosalpingogram (hsg) was requested. The broken pieces were retrieved from vagina, but essure was not removed. Considering available information and their nature, a causal relationship between the reported events and the suspect insert cannot be excluded. This case was regarded as other reportable incident due to suspicion of device breakage, as although patient had no death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious event was added. Product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 06-jul-2015 which refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014; the lot number used was c06519. Physician reported that the patient went to his office on (B)(6) 2015 and handed a piece of metal - a metal part and stated that it was from the essure coil. The piece of metal expelled from her vagina. The patient said this was the second time this happened. The patient was otherwise fine - she had no other complaints. Patient never went for hsg (hysterosalpingogram) so the physician was telling her to have hsg test done. The physician did an ultrasound and he said he could see the essure coils. Ptc investigation result received on 28-jul-2015 ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a product technical issue. In addition, the ae case refers to treatment noncompliance. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report.. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and approximately one year later; she handed her doctor a piece of metal - a metal part which was expelled from her vagina. The reported events, regarded as suspicion of device breakage followed by device expulsion, were considered non-serious. Device breakage is listed according to technical analysis and device expulsion is listed in the essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the patient stated she expelled metals from her vagina two times; she believed these metals were essure parts. Her physician performed an ultrasound and he could see the essure coils; a hysterosalpingogram (hsg) was requested. Considering available information and their nature, a causal relationship between the reported events and the suspect insert cannot be excluded. This case was regarded as other reportable incident due to suspicion of device breakage, as although patient had no death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Follow-up information will be requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information was received on 21-sep-2015 via health care professional questionnaire. Patients initials, weight and height were provided. Concomitant condition included overweight (B)(6). On unspecified date she experienced menorrhagia and went for post-procedure examination on (B)(6) 2015. The physician could not clarify what broke. Essure was not removed, but the broken pieces were retrieved from vagina. The patient had no injury. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and approximately one year later; she handed her doctor a piece of metal - a metal part which was expelled from her vagina. The reported events, regarded as device breakage followed by device expulsion, were considered non-serious. Device breakage is listed according to technical analysis and device expulsion is listed in the essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the patient stated she expelled metals from her vagina two times; she believed these metals were essure parts. Her physician performed an ultrasound and he could see the essure coils; a hysterosalpingogram (hsg) was requested. The broken pieces were retrieved from vagina, but essure was not removed. Considering available information and their nature, a causal relationship between the reported events and the suspect insert cannot be excluded. This case was regarded as other reportable incident due to suspicion of device breakage, as although patient had no death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious event was added. Product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. No further information is expected.